Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant info become available, a supplemental report will be submitted.

Event description:
The customer felt that her pump's fill estimate was inaccurate. There was no reported impact to the customer's blood glucose level.